Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fast healing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced furuncle ("boils-I get them and they are so painful"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal and furuncle outcome was unknown. The reporter considered furuncle and medical device removal to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: boil, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- case became incident. New event fast healing were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.